Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for the elecsys vitamin d total ii assay (vitd ii) on the cobas 6000 e 601 module (e601). The customer provided data for six patient samples that were affected. Of these, four had erroneous vitd results. No erroneous results were reported outside of the laboratory. The first sample initially resulted with a value of 48.9 ng/ml. This sample was repeated twice and the values were 54.9 ng/ml and > 100 ng/ml. The second sample initially resulted as 27.7 ng/ml and repeated as 64.0 ng/ml. The third sample initially resulted as 43.0 ng/ml and repeated as 13.9 ng/ml. The fourth sample initially resulted as 37.1 ng/ml and repeated as 56.4 ng/ml. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 298228. The reagent expiration date was asked for, but not provided. The customer decided to stop using the vitd ii assay and go back to using the previous generation of vitd reagent.

Manufacturer narrative:
Control results related to the event were within range. Controls tested on other days showed high variation. Precision studies were performed and these were good. Performance testing was run on the analyzer and was within specifications. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The investigation was unable to find a definitive root cause.